Event description:
It was reported that the pt presented to the clinic in 2008 with symptoms of withdrawal including increased tone, a "red and splotchy" face, and irritability. An x-ray showed a questionable disconnect of the pump catheter connector site. A revision was scheduled for two weeks. By the scheduled date, the pt's symptoms appeared to have resolved and a decision was made by the neurosurgeon and the pt's mother to cancel the surgery. Throughout that month, the pt continued to not have any marked improvement with hypertonicity, even with increased baclofen; the pt had been titrated up to lioresal 500 mcg/ml at 101 mcg/day. The neurosurgeon decided at about one month later to do exploratory surgery. During surgery, it was determined that the catheter was firmly connected to the pump. When the surgeon disconnected the pump, there was free flow of cerebro spinal fluid, retrograde. The surgeon withdrew 8 ml of fluid from the catheter and requested a single bolus be programmed in sterile fashion on the back table; 2 drops of fluid were seen coming from the nipple of the pump. The bolus was aborted; the pump was reconnected to the catheter. Prior to reconnection, the surgeon trimmed 6 cm of catheter from the proximal end of the distal catheter, and then reconnected to the sutureless connector for a new total length of 44.5 cm of catheter. The distal segment of the catheter was programmed to be primed to get medication to the tip of the catheter and the pump was restarted at an infusion rate of 50 mcg/day. Following surgery, it was reported that the pt had respiratory distress, and was being treated with 10 l of oxygen via nasal cannula. It was noted that the distal segment of he catheter hand not yet been reprimed for the distal segment of the catheter. A decision was then made to reprogram the pump to 24 mcg/day. Final pt outcome was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.